Event description:
The pt reported experiencing poor sound quality and facial nerve stimulation. Several mapping changed made to alleviate the reported problems did not resolve the pt's complaints. After discussing the situation with the cochlear implant team, the pt elected to have the device explanted.